Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd a sys on (B)(6) 2011. It was reported that the pt is feeling stimulation, but she is feeling some discomfort and swelling at the pocket site. She had a low grade fever for a few days. It is recommend for her to call her doctor as soon as possible. No further info is available at this time.